Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, the device history records were not reviewed. The return of the device is pending. The investigation is currently under way.

Event description:
It was reported that a few days after the catheter implanted via the right internal jugular vein by cut down method, the skin allegedly formed a wound and leachate was coming out form the skin. It was further reported that during administration of tpn and antibiotics, there was allegedly a subcutaneous leak found. Reportedly, the device was removed. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one hickman s/l catheter was returned for evaluation. Sample was received with the clamp disengaged. A longitudinal split was noted immediately distal to the protective sleeve of the catheter and proximal to the tissue ingrowth cuff. The sample was patent to infusion and aspiration with a leak noted at the split site. Based on the findings, the investigation is confirmed for an external leak, though the investigation is unconfirmed for the reported subcutaneous leak as no damage or leaking was noted distal to the cuff. It is possible that the identified external leak was perceived as a subcutaneous leak. However, the definitive root cause for the reported and identified issues could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Potential contributing factors include clamping outside of the protective sleeve, burst due to over-pressurization of the catheter and material degradation. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that a few days after the catheter implanted via the right internal jugular vein by cut down method, the skin allegedly formed a wound and leachate was coming out form the skin. It was further reported that during administration of tpn and antibiotics, there was allegedly a subcutaneous leak found. Reportedly, the device was removed. The current status of the patient is unknown.